Event description:
It was reported that the anesthesia system failed pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our investigation of the reported failure in this complaint has been completed. During the on-site assessment by the distributor¿s field service engineer (fse), the issue could be confirmed. The faulty pressure transducer pcb was replaced which resolved the issue and the anesthesia system has since been returned to clinical use. However, as the device log was not obtained, a thorough evaluation could not be performed. Additionally, the replaced pressure transducer pcb was retained by the customer and not returned, thereby preventing further root cause analysis. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion based on the available information, is that the issue was resolved by replacing the faulty pressure transducer pcb.